Event description:
It was reported that while the surgeon was turning the flap, the attachment jammed. The surgeon began jerking the system back and forth to free the attachment; however in doing so bent the leg and broke the tool. Both pieces were recovered and there was no pt impact. The tool/attachment assembly was replaced and the procedure continued. There was no pt impact.

Manufacturer narrative:
Report confirmed. Eval determined that the leg of the attachment had been bent and the tool had fractured. On f/u it was confirmed that there was no pt impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."